Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer states that one patient sample generated an architect i2000 cea assay result of less than 0.5 ng/ml. This result was question by the medical staff as being lower than expected. The sample retested at 79 and 82 ng/ml. The customer replaced the sample probe as part of troubleshooting, but did not retest the sample. There is no impact to patient management reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product that has a similar product distributed in the us. Testing was performed based on the current abbott in-house testing procedure for customer release testing for architect cea reagents (no returns were received from the customer site). Using the retained in-house sample of reagent lot 51074lu00, 10 replicates of calibrators 1 and 2, 15 replicates of each level of abbott controls and 15 replicates of an in-house serum based panel sample (target 5.3ng/ml), were run on one architect instrument for a total of 2 runs. For the retained in-house sample, all validity criteria were met per the requirements for customer release. Acceptance criteria assessing the grand mean concentration in ng/ml of controls and the serum based panel were also met per our in-house specification: grand mean control low conc. (Ng/ml); (specification = 4.0 - 6.0ng/ml) result obtained = 4.9 ng/ml; grand mean control med conc. (Ng/ml); (specification = 16.0 - 24.0ng/ml) result obtained = 19.5 ng/ml; grand mean control high conc. (Ng/ml); (specification = 80.0 - 120.0ng/ml) result obtained = 93.4 ng/ml cea panel grand mean conc. (Ng/ml); (specification = 3.7 - 5.6ng/ml) result obtained = 4.6 ng/ml. Each individual replicate of the abbott controls and serum based panel also met the release specifications; no fliers or other abnormal results were observed. In addition to these tests, the investigation team reviewed the testing performed by our quality control laboratory prior to approving this lot of reagents for sale to our customers. This review of our customer release testing showed that all test results were within specification. Further, a review of the controls and serum panels (used to mimic patient samples) testing tracking data was performed; no shift was seen for either controls or panels. A review of the complaint logs demonstrated there is no trend evident for complaint activity for this reagent lot. These reviews and the data obtained during this investigation demonstrate that reagent lot 51074lu00 is performing within its intended use, specifications and label claim. No product deficiency was determined. This issue is addressed in the abbott architect system operations manual (troubleshooting and diagnostics) for depressed concentrations and for erratic results, which instructs the user to perform various checks on the instrument. In particular a visual inspection of pre-trigger or trigger sensors should be carried out ensuring that no cracks are evident and dispense volume is correct. It should be ensured that the tubing assemblies are correct so that these reagents do not become switched. These sections of the manual also detail a number of recommendations for checks and maintenance relating to tubing (leaking or crimping), pipettors (dispense checks), wash zone manifolds (presence of salt crystals) and probes (correct alignment). Incorrect reagent handling, storage, and preparation may also cause depressed results; reagent bottles should not be inverted with the septum in place and bottles that were removed from the system should be stored in the upright position. If brown microparticle build-up is observed on the septum, discard reagents and ensure that microparticles are thoroughly mixed and that no bubbles are present prior to performing a run. Ensure that samples are collected and handled as outlined in the architect cea package insert; in particular examine samples for fibrin or other large particles and remove with a clean applicator stick or re-centrifuge. The investigation demonstrated that the architect cea assay is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report.